Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: suction channel: staphylococcus warneri (3 cfu/endoscope). Insufflate channel: enterobacteria and pseudomonas spp. (The total is 27 cfu/endoscope.). Air channel: rothia amarae and enterobacteria (the total is >80 cfu/endoscope.). [Second time; (B)(6) 2021]: auxiliary channel: staphylococcus capitis, staphylococcus epidermidis, enterobacteria and enterococcus sp. (The total is 6 cfu/endoscope.). Air/water channel: enterobacteria (3 cfu/endoscope). Suction channel: enterobacteria and enterococcus sp. (The total is 14 cfu/endoscope.). The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka yoke getinge, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(6). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.